Event description:
The report stated that during laparoscopic hysterectomy, after a sealing cycle part way through the procedure, the device knife blade would not retract. The surgeon was able to slide the device from tissue without any bleeding or tissue damage. The surgeon opened another device which worked well at first and then the same thing happened. A third device was opened and used to continue to surgery without incident. Upon receipt of the incident device, the knife was found to be protruding from the jaws of the device. The other device can be found under MFR report# 1717344-2008-00406.

Manufacturer narrative:
Date of initial report: 08/29/2008. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Covidien lap has recently implemented a new jaw design to increase the blade retention within the jaws of the handpiece. The returned device was manufactured before these changes were implemented.